Event description:
Customer reported that pump battery would not charge despite using appropriate charging methods. Blood glucose level was reported to be under 500 mg/dl, indicating no adverse impact. Technical support instructed customer to use a different wall adapter and cable, but issues persisted, leading to a decision to replace the pump. Customer was guided to put the pump into storage mode and return it within 10 days using a pre-paid label while employing multiple daily injections as a backup therapy.